Manufacturer narrative:
During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no indication a product deficiency contributed to this adverse event. With the limited information provided, the reason for the valve explant is unknown. Attempts have been made to obtain additional information but, to date, no details have been provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, approximately one year, six months post successful tf tavr the valve was explanted and replaced with an edwards surgical valve.

Event description:
As reported by the edwards australian affiliate, approximately one year, six months post successful tf tavr the valve was explanted and a inspiris resilia was implanted instead. The patient presented to clinic with nstemi and infective endocarditis. Pre-op toe showed a vegetation on the valve and, after discussion, it was decided to proceed with surgery. On blood culture, it was discovered that the endocarditis was caused by staphylococcus aureus. Vegetations were present on the commissures between rcc/lcc and between rcc/ncc. Small pimple of necrotic tissue was seen after explant under ncc. The aortic root appeared normal and no abscesses were observed. After successful surgical intervention, the patient was sent to the ICU with stable hemodynamics and on a ventilator. The tavi valve and native leaflets were sent to hystopathology and focal acute endocarditis and organizing vegetations.

Manufacturer narrative:
Corrected information in b.5, h.6 health effect - clinical code, investigation findings, and investigation conclusions. This event was previously reported by edwards lifesciences under manufacturer report # 2015691-2021-04324. Additional information obtained indicated the valve was explanted due to endocarditis. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted. Investigation results suggest the source of the infection was staphylococcus aureus. There is no indication the valve caused or contributed to the endocarditis.